Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es froze and experienced a fatal error, thereby hindering the customer from accessing medications. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the station was on fatal error. A field service engineer discovered that the three med stations at the hospital had been using an incorrect virtual local area network connection. The devices were connected to virtual local area network 210 instead of virtual local area network 208, which is the correct virtual local area network for bd med stations. The med stations were not connecting properly to the hospital network, leading to various issues such as loading problems, freezing during reboot, and freezing during sign-in. The hospital information technology department corrected the configuration by switching from virtual local area network210 to virtual local area network 208. The field service engineer then logged in and accessed the adapter settings to update the internet protocol address, subnet, and gateway to the appropriate settings on all three med stations. After these changes were made, the issue was resolved. The med stations successfully connected to the hospital network and were confirmed to be in good working order. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es froze and experienced a fatal error, thereby hindering the customer from accessing medications. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.